Event description:
The user facility reported a 77-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 2nd 5.5 placed after the 1st was removed after 17 days of support. The 2nd 5.5 was placed via direct access but with difficulty through valve. The team observed the lv (left ventricle) to have perforated. The lv was repaired. The tissue was fragile and tears occurred in the rv, pa (pulmonary artery), and aorta. Patient went into pea (pulseless electrical activity ) and expired. Reportable for the harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MDR 1220648-2024-07257 was provided in sections b2, b5, d6, h1, h6, h10.

Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed. The device was not returned for investigation. Clinical detailed noted physician had difficulty passing across valve and heart tissue was very fragile and continued to tear easily. The root cause of the ventricle perforation was most likely due to the pump being inserted too deep into the ventricle, with the patient's weak heart tissue possible being a factor.